Event description:
Related manufacturer reference number 1627487-2024-00682. It was reported the patient's leads had migrated and the patients ipg became inoperable following an unrelated surgery. As such, surgical intervention occurred where the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.